Event description:
The physician initially reported noticing that the crystalens had a chip on it when loading the iol in the injector cartridge. Additional info was requested from the physician, who then reported that the lens damage consisted of a scratch on the optic which was observed upon initial inspection of the lens. The physician further added that the lens was received damaged. The lens did not come in contact with the pt.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b&l for evaluation and subjected to visual examination, which revealed the presence of foreign matter (similar in appearance to viscoelastic) and small tears on both haptic footplates. The condition of the lens is indicative of handling. The viscoelastic was cleaned from the lens surface and the lens was subjected to microscopic inspection, which revealed four scratches on the central lens optic; two scratches were deep and two were light. Root cause: unable to conclude whether the optic damage was caused by handling or a mfg defect. The condition of the returned device is suggestive of handling, however, this conflicts with the info provided by the physician that the lens was damaged upon receipt/prior to handling.